Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date= last week: inratio=3.8, lab=1.6; in 2007: pt#1 inratio=2.7, lab= 1.8; pt#2 inratio=2.9, lab=2.1; pt#3 inratio=2.7, lab=2.9; pt#4 inratio=1.6, lab=2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date= last week: inratio=3.8, lab=1.6, mean=2.7, confidence limits= 1.7-3.8; in 2007: pt#1 inratio=2.7, lab=1.8, mean=2.25, confidence limits=1.4-3.1; pt#2 inratio=2.9, lab=2.1, mean=2.5, confidence limits=1.6-3.4; pt#3 inratio=2.7, lab=2.9, mean=2.8, confidence limits=1.8-4.2; pt#4 inratio=1.6, lab=2.4, mean=2.0, confidence limits=1.3-2.7; per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the lab value was outside the confidence limits for inr testing. Products will be tested. The strips lot 050606 expired on 09/30/2006. Customer used expired strips. Products misused. Retained strips are unavailable for testing. Qc only keep retained strips for two months after the expiration date. No retain strips available for testing.